Event description:
It was reported that a patient never had therapeutic effect. The patient was programmed multiple times and felt that her symptoms got worse after implant. The patient did not experience a loss of stimulation but there was not a 50 percent or greater symptom reduction. The event cause wasn¿t determined and the implant was removed a week prior to the report. The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# va0d8am, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).